Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unknown - reported 9/18/98; none reported 9/21/98. Pt's current status: unk - reported 9/18/1998.)